Event description:
It was reported that during a laparoscopic appendectomy procedure, on the initial firing across the mesoappendix the staples did not form completely. There was some bleeding. They over sewed the area. A new cartridge was used to transect the appendix and it worked fine. There was no patient impact. The device and cartridge were discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.